Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and one month post implant of this aortic bioprosthetic valve, a non-medtronic trans catheter valve was implanted valve-in-valve. The valve was replaced due to stenosis and regurgitation. No additional adverse patient effects were reported.